Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized and was treated with injection of ceftazidime (1gm, per day, ongoing), vancomycin injection (500mg, every four days, ongoing) and heparin injection (2000unit, per bag, intraperitoneal, ongoing) for peritonitis event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the pd catheter was removed due to the peritonitis event and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.